Event description:
Explant physician reported right side "distorted palpable nodules side of implant. Hematoma after exchange. Capsules on histology 1-2mm thick. Histology report states "bilateral capsular contracture baker grade IV post augmentation". The patient undergone capsulectomy. The device has been explanted, replaced, and discarded.

Event description:
A capsulectomy was performed. The device has been discarded.

Manufacturer narrative:
A review of the device history record has been/will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Photo analysis: visual analysis of the photographs identified, capsular contracture: unable to observe, as it is a medical event. That is not related to the device. Hematoma: unable to observe, as it is a medical event. That is not related to the device. Lump/nodule: unable to observe, as it is a medical event. That is not related to the device. Additional observations: red particles on the surface of the shell. It is not possible to determine, the lot number or catalog through the photos provided.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Explant physician reported right side "distorted palpable nodules side of implant. Hematoma after exchange. Capsules on histology 1-2mm thick. Histology report states "bilateral capsular contracture post augmentation". Device has been explanted and replaced with a non-allergan device.